Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blockage within the pump supplies as no insulin was seen coming out of the tubing. Customer performed an infusion set change multiple times which did not resolve the issue. Customer suspected the blockage was within the cartridge. Reportedly customer is out of supplies and will revert to using multiple daily injections for insulin therapy. Customer's blood glucose level was 180-190mg/dl.